Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation confirmed that the balloon and stent have not been dilated. The stent is crimped between the two radiopaque markers and severely deformed at its proximal end. However, a large amount of white fibers was observed between the stent struts, indicating that the deformation of the stent may have been induced after the reported event (e.g. During cleaning). In addition, the device shaft was found kinked and twisted about 3 mm distal to the guidewire exit port and flat over a length of about 20 mm between the kink and the balloon. During inflation, the balloon and stent opened but water leaked from the proximal balloon portion. Microscopic inspection revealed a hole in the balloon. The hole follows a scratch in the balloon surface which has likely been caused by a hard, sharp-edged object such as e.g. Anatomical structure. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each device is tested for air tightness by means of a pressure test and a helium leak test. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The most probable root cause for the reported event is related to the patients anatomy (i.e. Calcification).

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a predilated lesion in the distal rca. The stent balloon ruptured prior to deploying the stent.

Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a predilated lesion in the distal rca. The stent balloon ruptured prior to deploying the stent.